Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient had a myopic outcome and decreased visual acuity after the implantation of the zct150 +21.0 diopter tecnis toric iol (intraocular lens) in her right eye (od). For those reasons, the lens was explanted on (B)(6) 2018, and replaced with a zct100 +20.0 diopter. No incision enlargement, no vitrectomy was performed and no sutures were used. The patient was reported doing fine when discharged. The account commented that the explanted lens is not available for evaluation. Reportedly, the following prescriptions were given by the doctor outside of the normal post-operative treatment: besivance, lotemax gel, prolensa. Visual acuity pre-op (pre-initial implant): 20/60-1, visual acuity post-op (post-initial implant): 20/80-2 and visual acuity post-op (post-replacement): 20/30. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.